Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. One video was provided for investigation, which showed an 18g nexiva IV catheter inserted in the patient. The IV catheter was rotated within the insertion site and a drop of clear fluid was observed adjacent to the catheter tubing. As the content of the video supports the reported issue, the complaint was confirmed. Without the physical sample, the root cause of the leak could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage at tubing connection in use.